Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not available for eval. The exact cause of the venous air alarm cannot be determined, however, the occurrence of air alarms at the beginning of treatment are typically the result of inadequate removal of air by the operator during priming of the cartridge. The user's guide provides adequate instructions for priming the cartridge and troubleshooting air alarms. Facility staff has bee notified. No similar problems reported subsequent to this event. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.